Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring over 600 mg/dl without any reported symptoms suggestive of hyperglycemia. The reporter alleged an issue with air bubbles in the cartridge. The customer was not available to complete troubleshooting of the issue with animas customer technical support. Animas customer technical support made several attempts to contact the reporter for more information; however, there was no response. No further information is available at this time. If animas receives more information, this complaint will be updated according. This complaint is being reported because the patient allegedly experienced serious injury while on insulin pump therapy associated with air bubbles in the insulin cartridge.